Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power-battery life issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: black box shows dates from (B)(6) 2016 -(B)(6) 2016 but data from time of complaint has been overwritten. Current black box shows no evidence of short battery life. Pump powers with returned battery cap . Current draws within specifications; idle-60ma, sleep-00ma, load-170ma, rewind-150ma. A battery life issue was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.